Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of four resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that four resolution 360 clips were used in the upper gastrointestinal during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the clip had excessive torque and appeared to be dangling; however, the clip can still grasp and lock onto tissue but had some struggle getting to release from the catheter. The clip eventually detached from the catheter after opening and closing the handle. The same problem occurred with the second and third resolution 360 clips. Finally, a fourth clip was placed which behaved in the same manner. However, this clip was closed on another clip that was already deployed. The catheter was then removed which ultimately pulled the other clips from its placement. The procedure was completed with the resolution 360 ultra clips. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip difficult to release from catheter was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. Regarding the hit marks found on the bushing, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of four resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that four resolution 360 clips were used in the upper gastrointestinal during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the clip had excessive torque and appeared to be dangling; however, the clip can still grasp and lock onto tissue but had some struggle getting to release from the catheter. The clip eventually detached from the catheter after opening and closing the handle. The same problem occurred with the second and third resolution 360 clips. Finally, a fourth clip was placed which behaved in the same manner. However, this clip was closed on another clip that was already deployed. The catheter was then removed which ultimately pulled the other clips from its placement. The procedure was completed with the resolution 360 ultra clips. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event.